Event description:
Loss of osseointegration.

Manufacturer narrative:
Loss of osseointegration. Material updated due to device evaluation.

Event description:
Loss of osseointegration. Material updated due to device evaluation.